Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00585.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil (smart coil). During the procedure, the physician advanced a smart coil into the target vessel using a microcatheter and attempted to detach it using a penumbra smart coil detachment handle (handle). However, the smart coil failed to detach. Therefore, the physician manually detached the smart coil. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle revealed a functional device. The nose cone was removed from the handle body and was measure with pin gauges to be within specification. The handle was tested on a test fixture and performed within specification. The handle was used to detach a demonstration smart coil without an issue. Evaluation of the returned smart coil pusher assembly revealed that the proximal end of the pusher assembly was kinked and fractured, and the pull wire was partially retracted from the ddt alignment feature. This indicates that the pull wire may not have retracted completely during the procedure. Due to the damage on the returned device, functional testing could not be performed; therefore, the root cause of the detachment issue could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00585 h3 other text : placeholder.